Event description:
A male pt reported experiencing an eye infection 1 day after using (complete moistureplus) solution. In follow-up with the pt, he explained that after the first use of the solution, he experienced discomfort and thought he may have "pink eye". He sought medical treatment at local clinic; condition was reportedly diagnosed as "conjunctivitis" and treated with tobradex. No culture was taken. Pt has recovered. The symptom reappeared when he resumed lens wear/use of the solution. Pt is now using a different brand of solution. Add'l info has been requested from attending physician (d.o); no response. No further info is available or expected.

Manufacturer narrative:
Retained sample has been tested and the results meet the requirements. Batch record has been reviewed and one deviation was addressed. The risk of this deviation has been evaluated and was considered to be acceptable. Complaint unit was forwarded by pt for testing; results of chemical eval were all within specification. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. Root cause has not been established.